Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced a severe hyperglycemic episode following a cortisone injection received on (B)(6) 2025 for chronic hip issues. Overnight, the user experienced worsening symptoms and confirmed a bg over 500 mg/dl by fingerstick. The user called ems and was transported to a hospital where they were treated with insulin and IV fluids. High blood glucose levels were treated in the hospital; however, the user was hospitalized from (B)(6) 2025 due to complications from preexisting underlying conditions. No long-term effects were reported. The user successfully resumed pump therapy after discharge.